Event description:
It was reported that the health care professional (hcp) called to get review of heart connect data. Technical services reviewed and this pacemaker exhibited occasional atrial undersensing of p-waves. The device was re-programmed to unipolar and there was no sensing of p-waves however, there was a lot of noise. The hcp didn't want to adjust the sensitivity higher due to oversensing in unipolar. The device was programmed to vvir until they can further review. Subsequently, this device and non-boston scientific right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to get review of heart connect data. Technical services reviewed and this pacemaker exhibited occasional atrial undersensing of p-waves. The device was re-programmed to unipolar and there was no sensing of p-waves however, there was a lot of noise. The hcp didn't want to adjust the sensitivity higher due to oversensing in unipolar. The device was programmed to vvir until they can further review. Subsequently, this device and non-boston scientific right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to get review of heart connect data. Technical services reviewed and this pacemaker exhibited occasional atrial undersensing of p-waves. The device was re-programmed to unipolar and there was no sensing of p-waves however, there was a lot of noise. The hcp didn't want to adjust the sensitivity higher due to oversensing in unipolar. The device was programmed to vvir until they can further review. Subsequently, this device and non-boston scientific right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to aware date